Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2002. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date in 2002. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the polyethylene acetabular liner which caused osteolysis. The modular head and acetabular liner were replaced.